Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain readings due to "replace sensor" message displayed after 4 days of wearing the adc freestyle libre 2 sensor and experienced dizziness, disorientation, and dehydration. Customer self treated with sugar water; however, emergency staff were called and a reading of 490 mg/dl was obtained on their meter. Customer was diagnosed with hyperglycemia and was treated with 10 units of humalog insulin. There was no report of death or permanent injury associated with this event.